Event description:
The consumer reported three (3) separate occurrences of an unknown number of false negative results with the binaxnow covid-19 antigen self-test performed on unknown dates on unknown sample types. This MFR. Report addresses occurrence three (3) of three (3). Initial testing was performed two (2) days prior, using the binaxnow covid-19 antigen self-test kit which generated negative results. Additional testing was performed five (5) to six (6) days later using an unknown brand/platform and generated a positive result. The customer indicated the patients were symptomatic. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported three (3) separate occurrences of an unknown number of false negative results with the binaxnow covid-19 antigen self-test performed on unknown dates on unknown sample types. This MFR. Report addresses occurrence three (3) of three (3). Initial testing was performed two (2) days prior, using the binaxnow covid-19 antigen self-test kit which generated negative results. Additional testing was performed five (5) to six (6) days later using an unknown brand/platform and generated a positive result. The customer indicated the patients were symptomatic. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.